Event description:
Related manufacturer reference 2030404-2014-00050, 3005188751-2014-00070. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Transseptal puncture was performed with a brk transseptal needle and a swartz braided transseptal introducer was advanced into the left atrium. After creating the model with an inquiry optima ep catheter, a tacticath quartz ablation catheter was advanced into the left atrium. Prior to ablation, the patient became hypotensive and it was noted on fluoroscopy the cardiac silhouette showed reduced movement, which indicated a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. No further intervention was necessary. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.